Manufacturer narrative:
There was no sample returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event of a system shutdown caused by an unknown system message and the root cause is therefore unknown at this time. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "some type of message" (device displays error message), "system shut down" (power, loss of). A nurse reported the system shut down during surgery when attempting to change modes with footswitch. The reporter indicated the screen gave "some type of message" but he couldn't recall what it stated. They were able to reprime and complete the case without pt injury.